Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted. What was the procedure? What was the exact vessel the device was fired on? What type of patch was used? Was the suture placed at the original repair or the reoperation the following day? What was the indication for surgery? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the pvs was used and fired by a surgeon, and when he fired the gun there was bleeding at the staple line. They put a patch on it which stopped the bleeding, however, the following morning there was blood loss of 1l, and they had to open the patient and put a suture where the staple was to stop the bleeding.